Event description:
It was reported that the cstat 3000 was presenting a no for auto registration. Information provided indicated that all bbs were present with the exception of one. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. Identified the need to replace the headset. Headset will be sent back for replacement. It is believed that replacement of the headset will address the reported issue. If additional information should indicate, otherwise a new report will be filed as required.